Event description:
It was reported that the implantable pacemaker alerted for an atrial arrhythmia burden and the right atrial automatic threshold (raat) test detected as greater than programmed amplitude or suspended. The presenting and stored electrograms (egms) show intermittent loss of capture (loc) on this right atrial (ra) lead. The programmed atrial output is trend at 2.0v (volts) with the raat test showing 1.5v at 0.4ms (milliseconds). Further review was recommended with a programmer. At this time, the device and lead remain in service. No adverse patient effects were reported. Additional information was received that advised the pacemaker continued to alert for atrial arrhythmia burden. The stored electrograms (egms) show isolated undersensing of atrial fibrillation (af) and intermittent loc on the right atrial (ra) lead. Further review was recommended. The device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker alerted for an atrial arrhythmia burden and the right atrial automatic threshold (raat) test detected as greater than programmed amplitude or suspended. The presenting and stored electrograms (egms) show intermittent loss of capture (loc) on this right atrial (ra) lead. The programmed atrial output is trend at 2.0v (volts) with the raat test showing 1.5v at 0.4ms (milliseconds). Further review was recommended with a programmer. At this time, the device and lead remain in service. No adverse patient effects were reported.